Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient programmer problem occurred. Patient was unable to adjust stimulation. A "call your doctor" icon was displayed. A por (power on reset) condition was reported. Additional information will be provided when available.